Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon running impedances at 1.0 ma contact 2c was greater than 5k ohms and everything else was normal. Caller ran some current through 2c to see if it would normalize, but they didn't see any significant change in impedance. Caller then ran impedances using automatic ramp-up and everything cleared fine on the left (including 2c), but the 2 middle ones on the right side were high. Caller re-ran again at 1.0 ma and 2c was high, but everything cleared on the right side. Caller also ran at 0.4 ma and everything cleared except for 2c. The issue was not resolved through troubleshooting. Agent reviewed how running impedance at different amplitudes have different out of range thresholds and how that can affect results. Agent reviewed MRI considerations with impedances presenting in this way and suggested to monitor the issue going forward given that patient is so newly implanted. The patient was redirected to their healthcare provider to further address the issue.